Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer accidentally dropped the pump and then it had no power now which caused a hyperglycemia event. The customer reported blood glucose value of 371 mg/dl and was treated with manual injection. The event involved product(s) mmt-396a, mmt-1884l, mmt-332a. Troubleshooting was performed and confirmed damage to the battery tube side impacted pump functionality by causing blank display and insert battery alert. No further patient complications were reported. No product return is required for mmt-396a, mmt-332a. The customer discontinued the use of the device, mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Blank display due to damaged battery tube. Unable to verify failed battery test and delivery anomalies due to blank display. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case battery tube, stained and cracked keypad overlay, and broken battery tube threads. Confirmed blank display due to damaged battery tube. Cosmetic damage was confirmed at battery compartment during analysis. Unable to confirm failed battery test and delivery anomaly due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.